Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The extensive evaluation was unable to reproduce the display fault, however, the lcd module was replaced as a precautious measure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device had a display failure. There was no patient injury reported as a result of this incident.